Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (date not reported) indicate a device failure. Explant and reimplantation is planned but had not taken place at the time of this report july 23, 2009.

Manufacturer narrative:
Per the clinic, the implanted device remains. The patient was implanted on the contralateral side on (B)(6) 2010. (B)(4).